Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, and the distal lv (low voltage) electrode of the lead was covered in blood. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. And indicated the criteria for the right ventricular lead integrity alert were met.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with oversensing, a high number of short v-v intervals, and low impedance. The lead was explanted and replaced. During the lead extraction, an un-dissolved cephalic suture caught on the superior vena cava (svc) coil when withdrawing the lead. It was removed with scissors and may have caused superficial damage on the lead. The implantable cardioverter defibrillator (ICD) was also explanted and replaced due to possible oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. And indicated the criteria for the right ventricular lead integrity alert were met. Concomitant products: ddbc3d4 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013. (B)(4).